Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor coupling with recharging since implant. The patient stated that charging is difficult and they must lay at an awkward angle. The patient met with their manufacturer representative (rep) on (B)(6) 2017 and using a belt or adhesive discs were discussed. The patient tried the belt on (B)(6) 2017, but it did not result in obtaining any coupling bars. The patient was sent adhesive discs to try. There were no patient symptoms reported and no complications reported.

Event description:
Additional information was received. It was reported that the patient's weight was stable at the time of the event. No troubleshooting was performed according to the patient's charts and the cause of the poor coupling was unknown. No symptoms or complications were reported.